Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture

Event description:
Healthcare professional reported "rupture and seroma". Capsulectomy performed. This record is for the right side. The device has been explanted. The device is available to return.

Event description:
Healthcare professional reported "rupture and seroma". Capsulectomy performed. This record is for the right side. The device has been explanted. The device is available to return.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "rupture and seroma". Capsulectomy performed. This record is for the right side. The device has been explanted. The device is available to return.

Manufacturer narrative:
Device evaluation: the device related to the reported events seroma-late and rupture was received on march 09, 2026 with lot number 3096067. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture and seroma". Capsulectomy performed. This record is for the right side. The device has been explanted.